Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient had hypoglycemia while using the aviva system. The patient had normal lunch and the blood glucose result was 120 mg/dl. Around an hour later, the blood glucose result was "hi" mg/dl and the patient took 4 units of novolog r based on the meter result. The blood glucose result "hi" mg/dl on the system indicates a result in excess of 600 mg/dl. Around 60 to 90 minutes later, the patient became incoherent, but she did not pass out. The blood glucose result was 32 mg/dl and her sister retrieved syrup. The patient's sister did not believe the patient was capable of self-treatment, but the patient was able to consume the syrup herself. Around 5 to 10 minutes later, the blood glucose result was 558 mg/dl and 1 minute after that it was 58 mg/dl. The patient did not go to the hospital. Return of the suspect device was requested for evaluation.